Event description:
The reported defect was described as: the products the institution has in inventory have incorrect depth mark printings. No patient injury or intervention reported.

Manufacturer narrative:
Evaluation: method - visual examination of photographs were evaluated. DHR review performed. Manufacturing processes were reviewed. Results - other - after visual examination of photograph, it was found an incorrect print plate was used. Per DHR investigation, (B) (4) units were produced in this lot back in january 2009. Conclusions - other - potential root cause is both print plates have a similar ID # which is hand engraved and could cause confusion because of the similarity of the identification. First sample inspection is performed on the assembly line instead of the printing operation. Specification is calling for inspection from the diamond mark to the connector, rather to the graduation scale. Corrective actions: a recall has been initiated. Teleflex medical assigned. Recall # 1044475-6/30/2009-001r.